Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. The boston scientific field representative noted the patient had been wearing the magnet product around their neck. Technical services (ts) requested boston scientific engineering to analyze the data from this icm device. Engineering analysis of device data indicated this icm device had been detecting multiple magnet applications per day, which increased the power consumption. A few months later, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device, due to the initially reported issue. Furthermore, the patient was advised not to wear the magnet product around their neck to avoid recurrence of this issue. No adverse patient effects were reported. The explanted icm device was discarded at the hospital; therefore, it is not available for return.